Manufacturer narrative:
The investigation could not determine a specific root cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on one patient sample. All results are in ng/ml. The initial tnt stat result was 0.067. The sample was repeated on this analyzer from the same sample tube and generated a tnt stat result of 0.015. A second tube from the same draw was repeated on this analyzer and generated a tnt stat result of 0.013. A third tube from the same draw was repeated on another elecsys 2010 analyzer and generated a tnt stat result of 0.020. The customer deemed the repeat results to be the correct, and reported the result of 0.020 outside of the laboratory. No erroneous results were reported outside of the laboratory. There was no adverse event. The customer indicated the samples were run between 12:40 and 13:12 on (B)(6) 2014. The lot of tnt stat reagent in use was 17575901, with an expiration date of 02/28/2015. On further follow up with the customer, they requested that the service dispatch be cancelled. The customer indicated they poured the sample in question into a cup on (B)(6) 2014 and found a large fibrin clot. The customer stated they believe the sample is the issue, not the instrument. The customer indicated they were going to run qc and precision before running patient samples.